Event description:
It was reported sometimes during cut and coag, the system stops functioning. No problem on pts.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in poor condition with dark areas on the upper lid and lower case. The bottom nylon screw had been cleaved and was missing. Both the monopolar an bipolar connectors were stripped and damaged. The unit delivered rf energy correctly into the fixed resistors. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The software was upgraded for the rf controller and has the following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. The unit passed final testing and was recertified for use. Applicable software and hardware upgrade were performed. The unit passed final testing and was recertified for use. End of report.